Manufacturer narrative:
H3: analysis of the device confirmed the reported event regarding patient interface fault detected. The stim board failed. H6: previous codes b17, c20 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, there was patient interface fault detected and would not clear. Troubleshooting was attempted by changing the outlets were changed numerous times, console was restarted numerous times, pi box turned off and on numerous times and connection changed wired to wireless numerous times. The procedure was completed with a backup device and the console was working fine with other patient interfaces. There was no patient impact.